Event description:
The patient was having surgery to repair an acl (anterior cruciate ligament) tear of the left knee. During the procedure, the graft passing wire broke into three pieces. All pieces were retrieved. A new wire was opened and the procedure was completed.